Event description:
It was reported there was a major infection following a catheter replacement on (B)(6) 2012. The organism was (B)(6). The catheter was removed due to an infection. The pump and catheter were explanted. The pump was delivering fentanyl.

Event description:
Additional information was received. Hcp reported that on (B)(6) patient saw her family doctor and was complaining of minor back would skin dehiscence, benign seroma and it was advised at this time that the skin edges be re-sutured. Over the following 36 hours she became progressively worse. She was seen in the ER by hcp on (B)(6) 2012 with a rapidly progressing cellulitis and gross purulent drainage from her back wound. She had signs and symptoms of ¿meningismus¿, back and new muscular tension, and headache, but no acute meningitis. It was also reported catheter was discarded by hospital and not returned. If additional information becomes available a supplemental report will be provided.

Manufacturer narrative:
Catheter: model# 8781 serial# (B)(4), implanted: (B)(6) 2012 explanted: (B)(6) 2012. (B)(4). Analysis of the pump revealed no anomaly found.

Manufacturer narrative:
(B)(4).